Event description:
It was reported that during a low anterior resection, the anvil head was attached, and a click was heard. The device was removed after firing and the anvil head remained in the bowel; the anastomosis was not complete. The anvil was cut from the bowel and the anastomosis was recreated and they continued the procedure. Another device was used to complete the case. There was no adverse consequence to the pt. Case was prolonged approx one hour.

Manufacturer narrative:
Information anticipated, but unavailable at this time.